Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose readings. The customer was not able to give details because they were working and stated they would call back. It was also stated that the insulin pump was experiencing malfunctions. The medtronic helpline team attempted to contact the customer two additional times to obtain more information on the hospitalization, but was unsuccessful.